Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize door is open. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, the device did not reproduce 'does not recognize door is closed'. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a door that was open or closed during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.